Event description:
The hcp reported they suspected a possible drug underinfusion. Patient questioned a pump failure, explanted the pump, replaced it, and returned it to the manufacturer for analysis. A follow up report will be sent when additional information is received.